Event description:
The patient reported using 2 insulin infusion set on which the adhesive did not properly stick. The first infusion set came loose after being in use for less than one-half hour and the second set came loose after one and a half days of use. She stated, she the sets came loose during normal use. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.